Event description:
It was reported that there was telemetry problems and an elective replacement indicator was triggered. The device was extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Battery depletion was found to be normal.